Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the ets would not fire staples properly. It locked out. There was no consequence to the pt.